Event description:
Customer called lfs alleging their surestep meter would only prompt error 5. The issue was unresolved with trouble shooting. The customer stated they frequently experience low blood sugars. They visited their physician but no treatment was reported. Meter has been replaced for the customer.